Manufacturer narrative:
The evaluation included on-site evaluation and a review of the architect c8000 serial (B)(4) service history, complaint and internal information, and related product labeling. The field service representative resolved the issue by cleaning cuvette segments, adjusting cuvette washer nozzles, and replacing a worn mixer and a worn bellows. No further reports of erratic results have been received subsequent to the actions performed by field service. A review of complaint and internal information did not identify any issues or adverse trends with regard to the parts serviced and/or replaced to resolve the issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation, the architect c8000 is performing acceptably.

Event description:
The account generated a falsely elevated magnesium of 8.1 mg/dl on a plasma sample that repeated 1.6 mg/dl when processed on the architect c8000. The account uses a normal magnesium reference range of 1.6 to 2.6 mg/dl and critical range >4.7 mg/dl. The magnesium result of 8.1 mg/dl was not reported outside of the lab. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.